Event description:
It was reported that the first device became jammed on an unk firing. The second device was slow to release after firing. They used other like device to completed the case with no pt consequences. The devices are available for analysis.

Manufacturer narrative:
Instrument a: damaged handle. Instrument b: (dropping/ejected clips). Eval summary: the analysis results found that the er420 device (a) was received with the handles cracked and separated. No functional test could be performed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed and formed 1 clip conforming, however after the first firing the remaining clips were ejected. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.